Event description:
It was reported when the device was used during an unk procedure, it would not release from the tissue. The device was removed and the case was completed using another device. There was no pt consequence.